Event description:
It was reported that the inflatable penile prosthesis reservoir migrated to an undesirable location. The patient underwent surgery and the reservoir was replaced in a new contralateral space and connected to the existing system. There were no patient complications.